Event description:
It was reported that the during follow up the left ventricular lead exhibited loss of capture. The chest x-ray confirmed that the lead was dislodged. The lead was explanted and replaced. The patients condition was good after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.